Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection at the implant site. The patient was hospitalized overnight (specific date and duration not reported) and treated with IV antibiotics (specific date and duration not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.